Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on 12/08/2020.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097927.